Event description:
It is reported that the patient underwent total knee arthroplasty in (B)(6) 2005. It is further reported that the patient is experiencing loosening and difficulty walking.

Manufacturer narrative:
This report will be amended when our investigation is complete.